Manufacturer narrative:
Follow-up #1 date of submission 12/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2015 with the following findings: evaluation revealed that the meter powered up normally and paired successfully with test pump. Error 1 error sub code 17: initializing rf failed was observed in meter records download. No errors occurred during testing. The complaint was verified in the meter records download but could not be duplicated during testing. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error 1 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.